Event description:
It was reported that during a laparoscopic splenectomy procedure, the staples formed partially on the second firing. A new device was then used to complete the procedure with no pt consequence.